Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, confirmed this event occurred one day prior to the procedure the site was planning for. The issue was replicated three times, however, no files have been returned for analysis. A medtronic representative replaced the cmos battery after this issue occurred. They have not been able to replicate the issue since that time. System functioning normally. No parts returned for evaluation.

Manufacturer narrative:
A medtronic representative went to the site and re-seated the computer video card and ram on (B)(4) 2014. The rep also replaced the cmos battery in the computer on (B)(4) 2014. There have not been any further issues with the s7 since the cmos battery was replaced. The suspect cmos battery was disposed of immediately and will not be returned for further evaluation. A full system checkout was performed and the system is functioning properly at this time.

Event description:
A medtronic representative reported a navigation system that became unresponsive after being on for approximately 10 hours. In trouble-shooting the system was re-booted and began to continuously beep when turned back on. After a second re-boot, the system was used to complete a deep brain stimulation (dbs) procedure plan, then, again, became unresponsive. There was no patient present when this issue was identified.